Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device after a right leg atherectomy procedure. Reportedly, when the starclose se clip was deployed, the vessel was not hemostatic; bleeding continued. Protamine sulfate was given. Femoral imaging was performed and puckered stenosis of the artery was noted. Left foot coloring showed signs of poor blood flow. Vascular clamps were applied and the starclose se clip was removed. An endarterectomy was performed. Complications continued of inadequate perfusion and stenosis of the left femoral artery. Repair of the artery was performed with a vein patch and angioplasty. The procedure lasted approximately three hours with general anesthesia. A six-inch scar was left after surgery. The next day there was very little pulse in the left foot. Ultrasound imaging found blood clots that were treated with recombinant tissue plasminogen activator (rtpa) injection. Blood flow was improved a short time after injection; however, diminished pulse continued again. No other treatment was given hospitalization was prolonged. There was a reported clinically significant delay in the procedure and therapy. Blood flow to the left leg has been impaired since the procedure. The patient attempts to walk; however, needs to rest about every 5 minutes due to fatigue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. A conclusive cause for the reported patient effects of fatigue, occlusion, thrombosis, diminished pulse, tissue damage and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Device codes: 4001 labeled. Internal file number: (B)(4). Removed device code 1142.

Manufacturer narrative:
Device codes: 1142 labeled. Internal file number: (B)(4). Removed device code 3190 not labeled.